Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: vallier, h., hennessey, t., sontich, j. And patterson, (2006) b. Failure of lcp condylar plate fixation in the distal part of the femur. The journal of bone and joint surgery, 88-a, 846-853. This report is for an unknown locking screw/unknown quantity/unknown lot. Pertains to varus collapse. Device code refers to screw loosening. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, vallier, h., hennessey, t., sontich, j. And patterson, b. (2006) failure of lcp condylar plate fixation in the distal part of the femur. The journal of bone and joint surgery, 88-a, 846-853. The authors conducted a retrospective study regarding the use of synthes locking compression plate (lcp) condylar plate to treat distal femoral fractures in forty six patients, 19 men and 27 women with mean age 60 years (range, 21-88), during a thirty six month period. At least four locked screws were placed distally. Results were noted as follows. A (B)(6) female with type-I diabetes and tobacco use (case 6) was treated for a distal femoral fracture after a fall down stairs. Postoperatively, radiographs showed loosening of one distal screw. Subsequently, the patient experienced mild activity related pain and swelling in the knee. Radiographs showed two screws broken at the distal screw-plate interface and four distal screws backing out of the distal part of the femur with ten degrees of varus collapse. The patient underwent revision surgery for the malunion. Twenty months later, the fracture was healed, function had improved and knee flexion was from zero to 110 degrees. This is report 12 of 13 for (B)(4). This report is for an unknown locking screw.